Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (800 mcg/ml) via an implantable pump for spinal pain. It was reported that the patient had a fusion surgery and the catheter was cut so a revision was performed where a new connector was implanted. External factors that may have contributed to this included the surgery. No diagnostics/troubleshooting were performed. The issue was resolved. It was indicated that the healthcare provider had no further information on the event. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.